Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a decanav electrophysiology catheter and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. The patient died. A left ventricular perforation was discovered during the case and a pericardial effusion was also noticed during the initial part of the case after noticing the patient's blood pressure dropped. The problem was confirmed by the use of the ultrasound catheter. No ablation was performed. The issue occurred during mapping phase. The patient had an epicardial tap procedure (pericardiocentesis) and was moved to an operating room for surgery. The patient went into cardiovascular surgery that night which was successful. However, the patient died the next morning, cause of death is unknown. The physician's opinion on the cause of the adverse event was that most likely the decanav catheter perforated the left ventricle. Patient condition may have also contributed to the perforation (weak left ventricle).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Note: for field h4. Catalog: unk_c3 cs refstar-deflectable. Manufacturer's ref. # (B)(4).